Manufacturer narrative:
Review of the data log files from the subject surgery indicated that the event was caused by a known software bug brdc-52.

Event description:
During a laser ablation surgery, the patient folder was planned on the rosa. The image manager was opened to add new images. Pacs was selected, and old images were deleted from local folder. Iqviewer opened and then a windows error message showed that "rosario.exe has stopped working" . The rosa was rebooted and the surgery was able to proceed without issue. A 5 minute surgery delay was caused by this event.